Event description:
It was reported that the drain was noted broken upon removal.

Manufacturer narrative:
The lot number is unknown so the device record could not be reviewed. As a finished good, qa performs random visual inspections for damaged components prior to product release. The instructions for use states the following cautions to avoid the possibility of drain damage or breakage: "additional perforations should not be made in the drain. Avoid suturing through drain. Drain should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drain instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks." (B)(4).